Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received on 2023-10-26 from a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported the patient had a pain pump only for two months. The doctor told the patient this week in an email that he was giving it one more try and then he was done. It was noted his next week will be his fourth adjustment. It was reported the patient talked to a support person earlier and she told the patient there where a lot more options and it was too early for him to quit. The patient¿s pain was a result of failed back surgery, severe nerve pain down both legs. The patient inquired about what options to be aware of that the doctor should be pursing. The appointment with his doctor was on (B)(6) 2023 and the patient needed guidance. The patient felt like he did not want to pursue more investigation as to why it isn't working at all. The pain pump trial was 100% successful. The patient called in again on (B)(6) 2023 and the reason for call was patient stated the trial was successful and they felt relief in the beginning but now the pump has "stopped working" about 3-4 weeks after implant. It was noted they were back to the level of pain they were before the pump was implanted. The patient was redirected to the healthcare provider. Additional information was received on 2023-10-29 from a consumer (con) reporting that the patient stated the issue was resolved with their healthcare provider (hcp) today. Additional information received on 2023-12-26 and 2023-12-27 from a patient indicated that the patient recently went through a "challenging experience" with the impact of their pain pump and "it never worked". Their pump "never really worked" for them and the doctor kept making adjustments. About 2-3 weeks before thanksgiving, their body seemed to reject it and the area around the pump got infected. The pump started "sticking out". When the patient went to get her hair done before thanksgiving and their whole blouse was "soaked" because there was fluid coming out of the area where the pump was. The pump was removed on (B)(6) 2023. The doctor removed the pump "in an emergency" due to an infection. The doctor had been "tight-lipped about everything". The patient went in for a post-surgical check-up a week later and the healthcare provider (hcp) dismissed the patient from their practice with no plan. The patient was sent back to their primary hcp. At the time of this report, the patient was in "severe pain" and wanted to know why the pump failed. The patient did not know what medication was in the pump at the time of explant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that the patient had a new system re-implanted on (B)(6) 2024.